Event description:
Md was performing a surgical procedure when a saw blade broke while in use on a patient. Broken pieces of saw blade were removed, x-ray was called to ensure all pieces were recovered.